Event description:
The reporter indicated that at implant, no pacing or sensing was observed after connecting the atrial lead (432-04-) to the pacer and inserting it into the pocket. However, when connecting a different pacer, no anomaly was found.